Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healing abutment (hc455) could not engage into the implant. Another abutment was placed. Tooth location 14.

Manufacturer narrative:
One heal collar 4.5x5.5, 5mm (hc455) was returned for investigation. Visual inspection of the as returned product identified that the healing collar is slightly worn from use, and contains a small piece of debris. Functional testing was performed for the returned product and it was determined that the healing collar assembles as normal and seats with a mating implant. DHR review was completed for the subject lot number 2018022097. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2018022097 for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. No root cause is not applicable as this event is unconfirmed through visual and physical inspection. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.